Manufacturer narrative:
The biomedical engineer (bme) reported that this transmitter (zm-531pa, sn: (B)(6) failed to alarm at the unit, the central nurse station (cns, pu-681ra, sn: (B)(6) or the next generation net konnect remote network station (ngnk, a-ngnk-6803-m, sn: (B)(6) resulting in patient harm, but not death. They stated that the heart rate (hr) was as low as 20 bpm, but the unit did not alarm. The multiple patient receiver (org-9110a, sn: (B)(6). The bme tested the transmitter on a simulator, and everything appeared to alarm correctly, but they want to make sure everything worked as intended when this event occurred. They were inquiring if there was a way to see if the unit did alarm but was silenced, or any other scenario. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. Attempt # 1: 05/05/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 05/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/16/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: pu-681ra serial #: (B)(6) device manufacturer data: 12/22/2017 (dec. 22, 2017) unique identifier (UDI) #: (B)(4). Org: model #: org-9110a serial #: (B)(6). Device manufacturer data: 03/07/2017 (march 7, 2017) unique identifier (UDI) #: (B)(4). Next gen net konnect (ngnk): model #: a-ngnk-6803-m serial #: (B)(6). Device manufacturer data: ni unique identifier (B)(4).

Event description:
The biomedical engineer (bme) reported that this transmitter (zm-531pa, sn: (B)(6) failed to alarm at the unit, the central nurse station (cns, pu-681ra: sn: (B)(6) or the next generation net konnect remote network station (ngnk, a-ngnk-6803-m, sn: (B)(6) resulting in patient harm, but not death.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this transmitter (zm-531pa, sn:(B)(6)) failed to alarm at the unit, the central nurse station (cns, pu-681ra, sn: (B)(6)) or the next generation net konnect remote network station (ngnk, a-ngnk-6803-m, sn: (B)(6)) resulting in patient harm, but not death. They stated that the heart rate (hr) was as low as 20 bpm, but the unit did not alarm. The multiple patient receiver (org-9110a, sn: (B)(6)). The bme tested the transmitter on a simulator, and everything appeared to alarm correctly, but they want to make sure everything worked as intended when this event occurred. They were inquiring if there was a way to see if the unit did alarm but was silenced, or any other scenario. Investigation summary: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. Attempt # 1: 05/05/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 05/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/16/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 12/22/2017 (dec. 22, 2017). Unique identifier (UDI) #: (B)(4). Org: model #: org-9110a. Serial #: (B)(6). Device manufacturer data: 03/07/2017 (march 7, 2017). Unique identifier (UDI) #: (B)(4) next gen net konnect (ngnk): model #: a-ngnk-6803-m. Serial #: (B)(6) device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this transmitter (zm-531pa, sn:(B)(6)) failed to alarm at the unit, the central nurse station (cns, pu-681ra, sn:(B)(6)) or the next generation net konnect remote network station (ngnk, a-ngnk-6803-m, sn: (B)(6)) resulting in patient harm, but not death.